Event description:
It was reported that the customer was trying to give herself a bolus and she got a button error. Pump is not working. Customer's blood glucose level was 6.5 mmol/l. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be replaced. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.